Manufacturer narrative:
E.1 initial reporter addr 1: (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the user was unable to recover main drawer 3.1. The customer stated that this malfunction caused a delay to the patient care and the user could able to get medication from another station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that multiple drawers were failed. A technical support specialist confirmed that the drawer was replaced, and the issue was resolved. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the user was unable to recover main drawer 3.1. The customer stated that this malfunction caused a delay to the patient care and the user could be able to get medication from another station. There were no adverse events or injuries reported based on this event.